Event description:
Surgeon failed to remove fast guide on plate, and was left implanted in the patient. The guide was removed the following week.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.